Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the strain relief loop on the lead is superficial and as a result is causing discomfort. Surgical intervention will be undertaken as the next course of action. Follow-up identified the physician opened the incision site on (B)(6) 2014 and an adjustment was made to the strain relief without moving the actual lead. The procedure was successful and the patient is satisfied. The issue is resolved.